Event description:
A (B)(6) female patient contacted zoll customer support to report that her battery pack would not charge. The patient was issued a replacement battery pack and battery charger/modem.

Manufacturer narrative:
Device evaluation of battery pack sn (B)(4) has been completed. The reported problem (battery pack not charging) has been confirmed. Upon evaluation, the battery would not charge when put into the charger. Liquid contamination was found inside the battery pack. The root cause of the contamination cannot be positively identified, but was likely the result of liquid ingress. Device evaluation of battery charger/modem sn (B)(4) has been completed. The reported problem (unable to charge batteries) was confirmed. Upon investigation the battery charger/modem was unable to power up. The cause for the power-up failure was isolated to a defective pxa processor (u104) on the battery charger c/a board. The root cause for the defective u104 component could not be positively identified. No adverse event resulted from the defective battery pack and defective battery charger/modem. The patient received a replacement battery pack and charger/modem. Add'l manufacture dates: battery pack sn (B)(4) manufactured on 06/01/20011; battery charger/modem sn (B)(4) manufactured on 03/01/2012.